Event description:
During a percutaneous transluminal angioplasty a balloon rupture occurred. The target lesion was subclavian artery (unknown side). There was no calcification or vessel tortuosity. There was 90% stenosis in the lesion observed. There were no anomalies noted during product inspection or when prepping device. An indeflator was use for inflating balloon however the report indicated that at about 4 atm the balloon ruptured. There was no separation of any balloon part, no vessel dissection or deflation difficulty reported. Balloon was retrieved through the sheath introducer and exchanged by another product to successfully complete procedure. There was no reported pt injury.